Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. The device appropriately sensed the episode and then delivered a shock; however, the five seconds between detection and treatment was too long, and the patient experienced a loss of consciousness. As a result, the patient was hospitalized and had medication changes. Technical services (ts) recommended programming options to quicken the therapy delivery. Subsequently, the device was reprogrammed. No additional adverse patient effects were reported. This ICD remains in service.